Manufacturer narrative:
(B)(4). The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for m6056t508 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced four different incidences, which were associated with separate units. This is the first of four reports. Refer to 8030647-2016-00215 for the second report, refer to 8030647-2016-00216 for the third report , refer to 8030647-2016-00217 for the fourth report. It was reported that the tube adapter tips broke off during extraction. No further information has been provided at this time.

Manufacturer narrative:
One used sample was evaluated. The tip of the y adapter was broken away from the y body small component. The bond of the y adapter was intact and there was evidence of bond between the body and the tip of the y small adapter component. The break site was examined under magnification and the separate of the two components exhibits a jagged appearance at the breaking point. The reported event has been confirmed. Investigation into root cause has revealed a potential manufacturing root cause. Corrective measures are in progress. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).